Event description:
It was reported that during a coronary stenting procedure, a balloon rupture occurred. Vascular access was obtained via radial artery. The approximately 80 to 85% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. The physician had difficulty engaging a runway guide catheter into the vessel and the patient reported pain. The 2.50mm x 15mm maverick balloon catheter was then advanced to the lesion through the guide catheter. At first inflation, the balloon ruptured at 10 atms. The guide catheter and the balloon catheter was removed together as one unit. After removal, a wrinkled tip of guide catheter was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a coronary stenting procedure, a balloon rupture occurred. Vascular access was obtained via radial artery. The approximately 80 to 85% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. The physician had difficulty engaging a runway guide catheter into the vessel and the patient reported pain. The 2.50mm x 15mm maverick balloon catheter was then advanced to the lesion through the guide catheter. At first inflation, the balloon ruptured at 10 atms. The guide catheter and the balloon catheter was removed together as one unit. After removal, a wrinkled tip of guide catheter was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 5mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).